Event description:
#Medwatcher #followup2 #FDA mw5064904 #(B)(4). Vaginitis nearly every month, blurred vision, teeth shifting significantly.

Event description:
(B)(4). Mood swings, irritability, anxiety when I used to be very calm, collected and level headed.

Event description:
(B)(4). Migrated coil (near liver), pregnancy, overall feeling of not feeling well, lots of bloating, gi issues (ibs), hemorroids, painful intercourse, painful menstration, heavier menstration, terrible ripping, burning, indescribable feeling of overwhelming pain in right side (coil was migrating)